Event description:
A customer contacted beckman coulter inc. (Bci) stating that the control vial slipped out of the operator's hands while mixing the control material. The control vial cracked and half of the contents of the vial spilled onto the floor. The operator was wearing ppe and there was no exposure to mouth, eyes or open wounds and medical attention was not sought.

Manufacturer narrative:
The root cause for this event is operator error.